Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450; 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported after wearing the pod between 36 and 48 hours on the abdomen the patient's blood glucose was high (exact bg (blood glucose) was not provided) as there was no communication between the pod and the omnipod personal diabetes manager (pdm). She was taken to the hospital where they did a bunch of tests, which came back normal. They placed her on two different intravenous therapies; one for dehydration and the other with insulin.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Although the investigation found nothing that would contribute to a communication error, the reported event could not be determined. Based on the investigation, the device had generated an alarm. The exact cause of the alarm could not be conclusively determined.